Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 24 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with ems/ambulance/ER visit, hospitalization: overnight stay. The event involved product(s) mmt-1884l, mmt-441a, mmt-342, mmt-7040a. Troubleshooting was performed and found customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer believes the pump is over delivering. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. Product return status for mmt-441a is unknown. Product return status for mmt-342 is unknown. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay, stained keypad overlay, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 00:02:53.000: normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). (B)(6) 2024 00:07:51.000: normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 00:12:53.000: normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). (B)(6) 2024 00:17:53.000: normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). (B)(6) 2024 00:22:53.000: normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). (B)(6) 2024 00:27:53.000: normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). (B)(6) 2024 00:32:53.000: normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). (B)(6) 2024 00:37:51.000: normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 00:42:51.000: normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). (B)(6) 2024 01:02:51.000: normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) noted on the event date (B)(6) 2024 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 16:31:31.000: batteryremoved (55). (B)(6) 2024 16:31:31.000: alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 16:36:03.000: batteryinserted (44). The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.